Event description:
It was reported there was contamination of the intraocular lens (iol) when it was implanted into the patient's operative eye. The lens was replaced. There was no delay in treatment or other interventions provided.

Manufacturer narrative:
Implant date/explant date: lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.